Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. The patient was connected during fill two of five of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient with clearing the alarm and ending the therapy session. Rts advised the patient to start over with all new supplies and inform the pd registered nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.